Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. Boston scientific technical services was contacted and recommended an emergent device replacement procedure to resolve the event. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. Boston scientific technical services was contacted and recommended an emergent device replacement procedure. Recently, this device was explanted and replaced to resolve the event. During the procedure, a temporary pacemaker was also required, due to the patient's pacing dependence. No additional adverse patient effects were reported. This explanted pacemaker is expected to be returned for analysis, but has not yet been received.